Event description:
It was reported that cgm displayed error message during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on complete pump reset, successfully completed pump reset without recurring cgm error, and then successfully started new sensor session.